Event description:
It was reported that the patient¿s presented for an implant procedure. During the procedure, it was noted that the physician experienced difficulty positioning the right ventricular (rv) lead in the area of the left bundle branch for appropriate physiological stimulation. The helix was deformed and did not function as intended despite the use of appropriate tools. The helix damage was confirmed visually and via fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.